Event description:
Litigation alleges that patient has experienced right hip grinding when she moves certain ways or bends over and has to limit her activities because of it. Additionally, it is alleged that patient has high levels of chromium and cobalt. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain.

Event description:
Litigation alleges that patient has experienced right hip grinding when she moves certain ways or bends over and has to limit her activities because of it. Additionally, it is alleged that patient has high levels of chromium and cobalt. ***update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain. **update** (B)(4) 2011 litigation was received. There is no new information that would change the outcome of the investigation. ***update: the hospital has reported the revision on medwatch #(B)(4). Report states: patient is approximately 5 years status post a right hip asr total hip arthroplasty. The patient complained of persistent right hip pain and x-rays showed a relatively normal appearing total hip. Metal levels had been slowly increasing. There were no complications noted in the surgical procedure. Chromium joint fluid: 922.5 ug/l, cobalt joint fluid: 347.5 ug/l. Pathology report excerpt as follows: labeled right hip implants and consists of two well-circumscribed concave-shaped chrome orthopedic pieces measuring 4.4 and 5.5 cm in diameter.

Event description:
Litigation alleges that patient has experienced right hip grinding when she moves certain ways or bends over and has to limit her activities because of it. Additionally, it is alleged that patient has high levels of chromium and cobalt.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, explant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.